Event description:
It was reported that the xience nano device would not advance through a non-abbott guideliner. It was retracted and upon removal, a flared stent strut was noted. There was no resistance during removal. No adverse patient effects were reported. Another xience nano was used successfully to complete the procedure. Additional information was received via a (B)(4) report stating that the patient underwent percutaneous coronary intervention (pci) for in-stent restenosis of the left circumflex (lcx) and proximal to near ostial first obtuse marginal (om1) stenosis. The xience nano stent was inserted into the non-abbott guideliner and would not pass through proximal lcx lesion on two attempts. When the xience nano stent was retracted, it was noted to be damaged (flared) and unusable. The physician felt that the angle of insertion into the lcx, which was previously stented, caused the stent hangup. During this procedure, the om1 developed an acute occlusion. This was likely related to proximal lcx manipulation. The procedure continued and the physician was successful in pci to lcx and proximal om1. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Against resistance, indication for use. Evaluation summary: the device was returned for evaluation. Guiding catheter resistance and stent damage were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Additionally, the procedure was attempted in a re-stenosed previously stented lesion. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. This IFU deviation did not cause or contribute to the reported complaint. There is no indication of a product quality deficiency. Reportedly, during the procedure an occlusion occurred in the lesion. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, occlusion is listed in the IFU as a known adverse event of coronary stenting procedures.